Event description:
This is my 2nd tmj concepts. This one placed in 2014. Previous one was placed in 2010 (had issues from the start and biofilm) 2014 implant feels like there is boiling acid in the joint. Constant spasm in neck, traps and face, upper back. Opening is 23 mil. Severe pain and also daily migraines. Severe fatigue and feels like I am moving in slow motion. The implant makes a noise on each opening and closing (pain too) it seems like it is loose. The doctor listened and it catches on the plastic each time. Eustation tube dysfunction, nerve damage. Cannot smile straight. Numbness on lip, cheek, face, tongue. There is a loud pop and rubbing, catching noise when opening and closing. It is getting louder as time goes on and more pain. Opens crooked. There is also a palatable mass on the implant. This is getting larger as time goes on. Tingling in brain on the right. Pressure in eyes. Swelling of face. Face is no longer symmetrical. Infectious disease suppressing suspected return of biofim infection with IV antibiotics and rotating orals since (B)(6) 2014. Crp elevated. Blurred vision, dulled vision. White count elevated, sed rate elevated. Surgeon says he does not know what to do and nothing can be done. I am only seeing an infectious disease doctor as tmj concepts and oms does not know how to fix the problem. Rash on my neck both sides. I have bilateral implants. Thyroid is low. Suspected autoimmune issues from the implants. Tested (B)(6) 2015 for auto immune issues. I cannot afford medical care much longer or insurance. Cannot work full time despite advanced degree.